Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to capture at high output and exhibited high out-of-range pacing impedance. The ra lead was not used on (B)(6) 2025 and unknown if it was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿parameters are out of range¿ and high pacing lead impedance were not confirmed. A complete lead with stylet inserted and stylet guide attached to the connector pin was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted, all tines were intact and undamaged.